Manufacturer narrative:
The hill-rom technical support representative advised the account to check the side rail cables and board. It is necessary for the progressa¿ bed to have an effective maintenance program. Make sure the head and intermediate siderails are not bent or twisted. Make sure all functions on the caregiver control work correctly. Repair or replace the siderails as necessary. Repair or replace the siderail components as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the hilow will raise by itself. The bed was located at the account. There was no patient/user injury reported. (B)(4).